Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pregnant customer experienced an increase in blood glucose value after an infusion set change on (B)(6) 2018 at 10:18 am. The customer's blood glucose continued to rise at noon-time despite blousing with the insulin pump. The customer then used a manual insulin injection to treat. However, by evening time the hyperglycemia persisted while using the insulin pump, so another manual injection was performed. By the next evening, the customer was nauseated and vomiting until wednesday. On (B)(6) 2018, the customer discovered that she was in diabetic ketoacidosis and that she had miscarried. Medical staff removed the insulin pump and found that the infusion set cannula was bent, and that the insulin pump did not alarm for any occlusion. Troubleshooting did not occur. The insulin pump was not returned for analysis.